Event description:
Per additional information, the patient has experienced getting up to urinate one to two times nightly, antibiotic prophylaxis, recurrent urinary incontinence, midline cystocele, levator tenderness, left back pain with radiation down the left anterior thigh and left lower quadrant, tender mesh shelf on the right side, urinary frequency, questionable ureteral obstruction, dysfunctional voiding symptoms secondary to bladder neck obstruction, and sling revision.

Manufacturer narrative:
1928, 1994 = "nl". Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.